Event description:
The customer reported that a ventilator was identified as having a defective nav-ring during pre-use set up. It was reported that the values would fluctuate when pressing the nav-ring button. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The device malfunction was identified during pre-use set up, therefore, the issue was identified during clinical use. There was no patient or user harm reported. There was no delay to patient therapy reported. The field service engineer (fse) informed the customer that they would have to wait for the nav-ring field change order (fco) to be implemented. Meanwhile, the fse provided the customer a work around solution that involved removing the connection from the nav-ring since the function is going away. The users are now using the ventilator exclusively via the touchscreen. The ventilator has returned to service and no other anomalies were reported.